Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: residual insulin remaining in the cartridge is unusable. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms have occurred. Reportedly the customer was reusing insulin. Tandem technical support informed the customer that reusing insulin was off label per the tandem user guid. Customer changed the pump supplies to address the alarms. Cusotmers blood glucose was 100-150 mg/dl at time of report.